Event description:
It was reported patient underwent an initial right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to pain and instability. The tibial bearing was removed and replaced and the patella was resurfaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, nonunion, or excessive weight." Under possible adverse effects, number 15 states, "postoperative pain."